Manufacturer narrative:
Evaluation completed. One opened bl5225 pack from lot v0926 was returned. The pack contains a 25ga vitrectomy cutter with tubing only. The rest of the pack components were not returned. The tip protector was not returned. The needle was bent. The port window was in the opened position. There was fluid in the lines. The back cap was aligned correctly with the vent hole in the side of the cutter body. Upon closer inspection, it was discovered that the female lure connector that is approximately 10 inches from the back of the cutter is cracked. A functional test was performed using a stellaris pc system. The cutter has intermittent cutting. Fluid and air do leak from the cracked connector location. It should be noted that a bent needle could contribute to poor cutting performance. An air leak could also contribute to poor cutting performance due to loss of vacuum. The cause of the bent needle cannot be determined. The sterilization and lot history records have been reviewed and found to be acceptable. Report 1 of 2. See 1920664-2013-00241.

Event description:
The user facility reported the cutter would not cut properly. A second pack was opened to complete the surgery with no injury to the patient.